Manufacturer narrative:
(B)(4). Concomitant medical products: part: 163673 name: 32mm mod head cocr +12mm neck lot: 188490 part: pt-116048 name: rnglc+ ltd 48mm sz 22 lot: 817600 part: ep-105780 name: epoly 32mm +5 rglc lnr hw sz22 lot: 571760 . The investigation is still in process. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2014-04409, 0001825034-2017-06376, 0001825034-2017-06377.

Event description:
It was reported that a patient was revised due to a failed total hip revision with solidly fixed cup in good position with anterior irrigation of the psoas tendon and bursa due to anterior osteophytes of the acetabulum and early impingement of the femur and anteversion of the stem. Cup was well fixed but significant anterior ledge of bone and osteophyte of the acetabulum was noted. Early impingement wa noted of the stem and it was noted to be in 7-8 degrees of anteversion. The head and liner were removed and replaced. No complications indicated. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.